Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely high total human chorionic gonadotropin (thcg) test result was obtained from an atellica im 1300 instrument. A siemens customer service engineer (cse) was dispatched to the site to inspect the instrument. The cse found the instrument was operational upon arrival. The cse performed diagnostic tests on the instrument with passing results. The cse learned the sample was centrifuged for 5 minutes at 4000 revolutions per minute (rpm). There are no other reports of discordant, falsely high thcg results from the instrument on (B)(6) 2019. The cause of the discordant, falsely high total human chorionic gonadotropin (thcg) test result is unknown. The instrument is performing within specifications. No further investigation of this instrument is necessary.

Event description:
A discordant, falsely high (positive) total human chorionic gonadotropin (thcg) test result was obtained from an atellica im 1300 instrument. The same sample was repeated on the same atellica im 1300 instrument and on an alternate atellica im 1300. A manual human chorionic gonadotropin test was also performed. Both repeat results and the manual test gave lower results for the sample. The repeat results (negative) are considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high thcg test result.